Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (device evaluation and updated field g2). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event "suctioned a piece of a-rubber glue during the procedure" occurred due to damage at bending section cover glue was used in the procedure. However, the root cause of the suggested event could not be specified. The event can be prevented by following the instructions for use which state: -chapter 3 preparation and inspection: 3.1 the workflow of preparation and inspection "before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5,¿troubleshooting¿. If the endoscope malfunctions, do not use it." "Warning: never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk." -chapter 5 troubleshooting "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿." In addition, the following non-reportable malfunctions were found during the device evaluation inadvertently left out: damage at bending section cover/glue (plastic distal end cover/it), no other leak. Plastic distal end cover instillation failed due to peeling bending section cover glue. Distal end plastic cover dent. Bending section dent, dry with no broken strands. Insertion tube dent failed ring gauge. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The scope came in with a piece of the bending section glue missing. A complete evaluation was unable to be performed, and the user facilities report could not be confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report has been submitted by the importer under this MDR report number 2429304 -2023-00377.

Event description:
The user facility reported a piece of the plastic distal end cover of evis exera iii bronchovideoscope fell into the 71 year-old, male patient's lung during a therapeutic bronchoscopy with cryotherapy for debulking and saline lavage. This occurred immediately after intubation of the endoscope through the endotrachial tube. No patient injury or harm was alleged. The physician used suction to retrieve the piece. Procedure was completed with the same device, and there was no reported prolongment of the procedure.